Manufacturer narrative:
The device has not yet been received for evaluation. Should the device be received and an evaluation be performed, or more information become available a follow-up report will be sent.

Event description:
The facility representative reported a pump in which a false end of syringe alarm was given, which interrupted the patient's therapy. This was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain additional information, none is available at this time.